Event description:
This lead was surgically abandoned and replaced due to high capture threshold measurements. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).